Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or other relevant information, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a codman perforator did not disengage, scratching the dura. The perforator did not disengage when passing the internal table of the cranial vault. Scratch of the below dura matter was observed without cerebral damage, so without consequence for the patient. The cranial vault was particularly thick. The device is available for evaluation.

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies related to the reported issue. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.